Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings issue. It was reported that the dates for total daily doses (tdd) and boluses were incorrectly recorded in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation:the device has been returned and evaluated by product analysis on 3/21/2014 with the following findings: during investigation, the pump¿s black box history was reviewed and showed multiple instances of time and date resets to default settings following a pump reboot. The time and date had not been reprogrammed for some resets resulting in the pump histories appearing to be inaccurate. During testing, the pump histories were recorded accurately. The history settings issue was not duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.